Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that the monitor did not analyze the pt's cardiac rhythm as expected when used with an external pacemaker. There was no pt injury reported. Draeger reference number: (B)(4).